Event description:
This research article was a case study designed to evaluate using preoperative electrocardiography-gated 4-dimensional computed tomography (4d-CT). A procedure was performed to treat severe degenerative mitral regurgitation. A ntw mitraclip was attempted to be implanted, but became entangled with the commissural chordae. The clip was still able to be deployed on the target leaflets. For further stabilization and further mr reduction, a nt mitraclip was also implanted. Mr was markedly reduced with hemodynamic improvement. On postoperative 4d-CT, both clips had been successfully positioned without grasping the a3 calcification in conclusion this case demonstrated the novel utility of ECG-gated d-CT in assessing the mv apparatus. Details are listed in the attached article titled, "preoperative evaluation of mitral valve calcification using electrocardiography-gated 4-dimensional computed tomography for safer mitraclip procedure.".

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and the complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the reported entrapment of device (clip caught on chordae) was due to procedural circumstances (e.g., clip positioning maneuver at valve to avoid interference with leaflet calcification). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event is estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant is estimated. Attachment: article titled ¿preoperative evaluation of mitral valve calcification using electrocardiography-gated 4-dimensional computed tomography for safer mitraclip procedure.¿